Event description:
It was reported that the patient experienced leak with ams 800 urinary control system. All the components were removed and replaced. Additional information received stated that the patient had a revision surgery in (B)(6) 2011 and the balloon was removed and replaced. On (B)(6) 2019, the patient experienced recurring incontinence, and the system was empty of fluid due to wear and tear. The balloon, occlusive cuff and a corresponding pump were removed and replaced with new components.